Manufacturer narrative:
A specific root cause could not be identified for this event. No issues were identified during a review of calibration and quality control data provided by the customer. Based on a review of the alarm trace, the reagent < warning level occurred twice. On 12/29/2016 the fse returned to the customer site where a bent micro bead mixer paddle was identified and replaced again. Potential root causes of this event may be related to the bent bead mixer paddle. The paddle creates foam when a reagent pack is soon to be empty. The reagent pack used for the result on (B)(6) 2016 was first calibrated on 11/25/2016. There is a possibility that the reagent pack volume level was already low at the time of the event. Additional root causes may be related to foam or air bubbles on the sample surface or old pinch tubes. The customer has not complained of any new issues.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of an erroneous low result for 1 patient sample tested for elecsys cea assay (cea) on a cobas 6000 e 601 module. The erroneous result was reported outside of the laboratory. The initial cea result from an aliquot was 0.955 ug/l. This result was reported outside of the laboratory where the clinician questioned the result and requested a re-run. On (B)(6) 2016 the repeat result from the primary tube was 144.4 ug/l. On (B)(6) 2016 the last tests were performed from the existing reagent pack. The initial result was from this reagent pack. On (B)(6) 2016 a new reagent pack with the same lot was loaded and calibrated. The repeat result was from the new reagent pack. No adverse event occurred. The cea reagent lot number was 168424. The expiration date was not provided. Calibration and quality controls were acceptable prior to the results on both days. The field service engineer (fse) was at the customer site the afternoon of (B)(6) 2016 for routine maintenance. The fse identified a bent micro bead mixer paddle and replaced it.